Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the packaging details were very confusing. For example, a 5cc balloon of the foley catheter required 10cc sterile water etc. It was stated that the user reinserted a new foley catheter.

Manufacturer narrative:
The reported event was unconfirmed because the device met relevant specifications. Evaluation on attached photo showed that there is inflation recommendation mentioned on the box label that the balloon catheter required to be inflated with 35ml of sterile water. No root cause could be identify since complaint are unconfirmed. The product had not caused the reported failure. The product was used for treatment. A potential root cause for this failure mode could be due to incorrect product info printed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "caution: this product contains natural rubber latex which may cause allergic reactions. Sterile: unless package has been opened or damaged. Warning: do not use ointments or lubricants having a petroleum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not desterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the packaging details were very confusing. For example, a 5cc balloon of the foley catheter required 10cc sterile water etc. It was stated that the user reinserted a new foley catheter. Per follow-up information received on 28jun2022, customer provided photo samples of the foley catheters material - 123418ce, material - 123424a, material - 165818 and material - 165814 for which they have provided the feedback.